Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving compounded baclofen 1.5 mg/ml at 320 mcg/day via an implantable pump. It was reported that a patient was experiencing an increase in spasticity, dystonia, spasms, and less effect of the therapy. The spasticity increased gradually over time. The pump logs were read but no other troubleshooting procedure was done. The patient received a replacement pump; afterwards, the therapy effect returned to the initial satisfactory and good level of effect. Although there were some possible other attributing factors, questions arose concerning the functioning of the pump because the level of spasticity decreased after pump renewal. ¿wheel chair changes¿ was noted as a possible factor that may have led or contributed to the issue. The issue was resolved. The patient status was alive ¿ no injury.

Manufacturer narrative:
Device analysis revealed no anomalies. The device met specification through analysis. Device code updated. (B)(4) removed. Conclusion code no longer applies to this event.

Event description:
On (B)(6) 2017 the representative further reported, similar to what was previously reported, that the pump replacement occurred as they assumed that something was wrong with the pump because they could not find anything in the logs. After replacement of the pump the patient was reporting better therapy outcomes but other factors might have been involved in increased spasticity. Further clarification of wheel chair changes noted they refitted the seat of the wheelchair because the patient was not sitting properly. This could have had an effect on his spasticity as ¿sometimes patients get an increase in spasticity due to the wrong body position¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.